Event description:
The patient reported experiencing symptoms related to the device/therapy. The patient recently lost 25 pounds. The implantable neurostimulator (ins) area was staying hot all the time, beginning eight to nine months ago; and they were not able to keep the ins charged beginning in 2016. The patient stated that the guidelines were followed when she had the MRI, for reasons unrelated to the device use/therapy, six to eight months post implant. She was inquiring about the relationship between the MRI and the ins being hot. The patient had recent medical tests/ electromagnetic interference (emi) exposure, noting that the MRI may be related to the patient's issue. A manufacturer representative (rep) was present at the MRI appointment. The patient had met with her physician yesterday, was scheduled for an MRI now at the same facility and would be meeting with the rep in a few moments. Additionally, the patient stated that thanks to her device, she was able to walk. She had inquired about other MRI facilities. Indication for use included non-malignant pain, and failed back surgery syndrome. The manufacturer representative (rep) reported that the patient had never mentioned the implantable neurostimulator (ins) or ins area getting warm or not charged. The rep had seen the patient a few times. The rep noted that some warmth while charging was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.